Manufacturer narrative:
A model and manufacturer lot code were not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon came apart during use leaving a piece stuck inside. Consumer sought medical attention to remove the piece and for hot flashes.